Event description:
It was reported that during a low anterior resection and upon firing the device the blade failed to cut the lumen. The staples worked but the blade didn't cut. Once released from the patient the surgeons did try to cut through some paper to see if the blade was sharp and it didn¿t cut at all.

Manufacturer narrative:
(B)(4). Date sent 1/5/2024. D4 batch # 635c49. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: how was the event / outcome managed? Surgeons had to resect as the blade failed to cut. Upon was there a patient impact, or was the procedure extended greater than 30 minutes due to the failure? Yes. More of the rectum was removed in order to free the stapler. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Additional information received: update - 1. She is now not sure if the staples deployed. She knows the blade didn¿t cut and initially told me the staples deployed. We are both going to check with the surgeons again. 2. Patient was having a high anterior without illiostomy initially. However the patient had to have a defunctioning ilieostomy due to the failure of the device. 3. Patient did stay in for longer than expected. 4. Additional medication was also administered, I will find out exactly what and report back. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. D4: batch # 614c34. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device was received with no apparent damage. Only the anvil half washer was present, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. However, after functional test, the knife was not able to retract and it had nicks. The device was disassembled to verify the integrity of the internal components and the driver links were found to be damaged causing the disengaged from the compression element. Damage noted on the legs of the drivers and the compression element is a likely cause for the knife not retracting below the guide face. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and the driver's link in this case is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 614c34, and no non-conformances were identified. Additional information was requested and the following was received: what were the indications for surgery? Cancer. What surgical procedure was performed? Anterior resection. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? Yes. As discussed in the product complaint. What healthcare professional fired the device and what is his/her experience with the device? (B)(6) 6 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes always wait 15 secs minimum. Was the device difficult to close? No. Was the device difficult to fire? No. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full 360 turns as indicated in IFU. Did the healthcare professional receive audible & tactile feedback when firing the device? No not usual feedback. Were the donuts inspected? If so, please describe. The knife blade didn¿t cut through the tissue. Was a complete transection of the white breakaway washer visually confirmed? No knife didn¿t cut. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. The staple line was removed due to the knife not dissecting and forming a lumen. What is the current status of the patient? Discharged and at home no pain. Went home (B)(6) 2024. What tissue was the device being fired on? Rectum and colon does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? They couldn¿t rejoin the patient due to the failure of the device.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2024. Additional information received: patient had to be sent back to surgery the following day due to a bleed (I was told the patient had a belly full of blood). The operating surgeon in this case was mr. (B)(6) as he was on call. They don¿t know the exact cause of this and suspect some human error was involved. They also wonder if the act of disengaging the cdh after misfire tore something they didn¿t see upon closing. They do check the operative site before closing for any signs of bleeding and also do a wash out. There were no signs of bleeding at the time of the initial operation. After removal of the device and repair of the bowel they used another. Post-operative care doubled in length of stay and complications due to the failure of the device to fully form (blade didn¿t complete the lumen) the anastomosis. Patient had to have a defunctioning ileostomy due to concerns over the anastomosis. Initial plan was not for him to have any further intervention after successful anastomosis, this didn¿t happen. Patient has been discharged and mr (B)(6) will be seeing him in clinic. Mr (B)(6) isn¿t sure if the stoma will be reversed currently. They will be discussing the case at mdt and appreciate that there wasn¿t just the failure of the device to consider. There could¿ve been human factors and patient factors involved regarding the bleed. The patient and his wife were fully informed of the complication that occurred during the initial surgery. Unfortunately, all the patient¿s wife now refers to is the medical device that has caused so much harm to her husband. Despite efforts of the surgeons to level the playing field and point out other contributing factors she is adamant her husbands complications are the failure is the ¿company that made the device¿. The trust and surgeons don¿t believe it is solely our responsibility at all and having used the manual cdh for 15 years with very few incidents don¿t believe we manufacture poor quality products. They know our engineering and manufacturing process is of a very high standard. We will need to give an explanation that can then be relayed to the patient and his family. There is also a piece of paper that the surgeon used after the retrieval to test the sharpness of the blade ¿ I have placed this in with the stapler so they can inspect what the surgeons saw on the day of surgery.